Event description:
It was reported that a pump module did not fully engage the safety clamp when opening the door latch. This was observed by bd representatives during site visit. The device was then removed by clinical engineering for evaluation. There was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a pump module did not fully engage the safety clamp when opening the door latch. This was observed by bd representatives during site visit. The device was then removed by clinical engineering for evaluation. There was no patient involvement. Although requested, additional information was not provided.

Manufacturer narrative:
Omit: g0405203 - clamp, b17 - device not returned, c20 - no findings available, d15 - cause not established, if other specify. Additional information : medical device serial #, unique identifier (UDI) #,device available for eval?, returned to manufacturer on, reason code for no evaluation, device manufacture date, imdrf annex b,c,d, g codes.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a pump module did not fully engage the safety clamp when opening the door latch. This was observed by bd representatives during site visit. The device was then removed by clinical engineering for evaluation. There was no patient involvement. Although requested, additional information was not provided.